Manufacturer narrative:
Additional information: a4: field should reflect patient weight.

Event description:
It was reported that during an unrelated procedure, the patient's right ventricular (rv)lead was found to have insulation damage. The rv lead was capped and replaced on (B)(6)2023. The patient was stable throughout.